Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was found to have damaged conductor wire insulation at the distal end. The wires are exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. Additional finding not related to customer reported complaint: the instrument was found to have a broken grip at the grip base. A piece approximately 0.0725" x 0.0615" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecologic surgical procedure, the force bipolar had loose wires. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was found damaged when removed from the patient. There was no instrument collision and no problems when removing the instrument through the cannula. The procedure was completed using a backup instrument. The customer confirmed that there was no fragment fall into the patient and the patient has not returned to the hospital due to post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.